Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button correctly and assisted with removing the pump from its case, although the problem persisted. Customer reverted to an alternate method of insulin delivery.